Event description:
It was reported that the ilet displayed three lines in place of cgm values and experienced intermittent communication with a dexcom g7, with the system showing sensor pairing and warmup states; the user re-entered the pairing code, toggled between g6 and g7, restarted the pump, and ultimately applied a new sensor, with capillary blood glucose at 125 mg/dl and no alerts or alarms. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability-related intermittent communication failure involving the cgm-radio interface, consistent with an antenna-related component factor. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.